Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 29 mm sapien 3 valve via transapical approach the balloon burst at deployment. The balloon was not overfilled. The patient only had mild calcification of the annulus. The valve was deployed successfully. No patient injuries were reported.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The product was returned for evaluation. Visual inspection confirmed the balloon was burst radially, the guidewire lumen was kinked, the distal tip had minor damage, and there was no material missing. No imagery was provided. All measurements met specification. Due to the nature of the complaint functional testing was unable to be performed. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot).  The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place.  The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for ¿balloon ¿ burst¿ was confirmed upon visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification.  In this case, based on the available information it is likely patient factors (calcification) contributed to the reported complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.